Manufacturer narrative:
The device was received. Investigation is not yet completed. The lot number was provided. Review of the device history record is forthcoming. A follow-up will be submitted with any relevant information. Device #2 proglide part# 12673-05, lot# 62137-6h indicated is being filed under a separate medwatch report.

Event description:
Device #1 malfunction: suture failed to deploy. Time of malfunction: during the procedure. Symptoms/ae: failure to achieve hemostasis. It was reported that a physician trained in the use of the perclose proglide device and attempted arteriotomy closure of a highly calcified femoral artery after an interventional peripheral procedure. Reportedly, during step 2, (needle deployment), the physician thought the proglide "failed". The device was removed and a second proglide was attempted; however, the "suture came out right away." The first proglide had some material of the vessel left, and it is felt by the reporter that the second proglide missed the vessel due to the puncture hole being too big. The device was removed and manual compression was applied to achieve hemostasis. Three hours later, the access restarted to bleed requiring surgical closure. Though requested, no additional information was provided.